Event description:
Dec 1996, developed some recurrent symptoms which worsened: headache, bilateral shoulder and arm pain. Mild tenderness with palpation of posterior cervical spine. Rom reveals 40 degree extension, 35 degree rotation, 60 degree to the left and right. Pt admitted on 2/15/97 for removal of fractured cervical plate, confirmed by x-ray and re-fusion of the c5/6 pseudo arthrosis.